Event description:
Burn third degree on the back (burn blister)/removed the belt due to pain [burns third degree]. Case narrative: this is a spontaneous report from contactable pharmacist and consumer. This is a report received from the regulatory authority (B)(6). Regulatory authority report number is (B)(4). An (B)(6) male patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used thermacare for the back and experienced burn at back (burn blister) on (B)(6) 2019. It was reported a nurse applied the thermacare heat belt at about 5 pm. A nurse removed the belt due to pain at 1 am on (B)(6) 2019. The patient had been moved to the surgical ward immediately. Result: burn third degree according to surgical assessment. The heat wrap had been tolerated well for years. The action taken for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Burn third degree on the back (burn blister)/removed the belt due to pain [burns third degree], presumably the product was worn directly on the skin [device use error]. Case narrative: this is a spontaneous report from contactable pharmacist and consumer. This is a report received from the regulatory authority (B)(6). Regulatory authority report number is (B)(4). A contactable consumer (patient's daughter) report regarding her father, an (B)(6)-year-old male patient who used thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient used thermacare for the back and experienced burn at back on (B)(6) 2019. It was reported a nurse applied the thermacare heat belt at about 5 pm. A nurse removed the belt due to pain at 1 am on (B)(6) 2019. Presumably the product was worn directly on the skin. The patient had been moved to the surgical ward immediately. Result: burn third degree according to surgical assessment. The patient had to be treated (unspecified) due to the burns grade 3. The heatwrap had been tolerated well for years. It was further reported by patient's daughter that the patient's skin was generally intact, case was surgically documented and solely attributed to a product error. Pictures of the burn blisters (one intact and one opened) provided. Action taken with thermacare heatwrap was unknown. Unspecified therapeutic measures were taken as a result of the event. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (10apr2019): new information received form the contactable consumer (patient's daughter) included details regarding the event. Follow-up (23apr2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (25apr2019): new information received from the contactable consumer (patient's daughter) includes: reaction data (additional event of device use error for reported "product worn directly on skin) and unspecified therapeutic measures taken. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burn third degree on the back (burn blister)/removed the belt due to pain [burns third degree]. Case narrative:this is a spontaneous report from contactable pharmacist and consumer. This is a report received from the regulatory authority (B)(6). Regulatory authority report number is (B)(4). An (B)(6) year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used thermacare for the back and experienced burn at back (burn blister) on (B)(6) 2019. It was reported a nurse applied the thermacare heat belt at about 5 pm. A nurse removed the belt due to pain at 1 am on (B)(6) 2019. The patient had been moved to the surgical ward immediately. Result: burn third degree according to surgical assessment. The heat wrap had been tolerated well for years. It was further reported by patient's daughter that the patient's skin was generally intact, case was surgically documented and solely attributed to a product error. Pictures of the burn blisters (one intact and one opened) provided. The action taken for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2019): new information received form the contactable consumer (patient's daughter) included details regarding the event.